Event description:
It was reported on (B)(6) 2022 the device longevity was 6.4 years. On (B)(6) 2022 telemetry lockout was observed on the device and was resolved with no intervention. On (B)(6) 2022 the device longevity was observed to have decreased to 2 years. The patient was then admitted to the hospital symptomatic with chest pain and an intrinsic rhythm of 30 beats per minute. Interrogation of the device was unsuccessful. A magnetic response was attempted but no pacing was observed from the pacemaker. The event was resolved by explanting and replacing the device. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported events of premature discharge of battery, inability to pace, inability to interrogate and wireless communication issues were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.